Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s friend reported via phone call that the customer experienced hypoglycemia. The customer blood glucose level was 47 mg/dl. The customer was assisted with troubleshooting. The customer was treated with food for low blood glucose level. Customer had using insulin pump system within 48 hours of reported low blood glucose event. Customer reports they did not contact their health care professional regarding the high blood glucose. Friend stated that she was septic and hospitalized for a month and a lot of urinary tract infections lately, not diabetes related. Customer did not allege pump was over delivering. The device will not be returned for analysis.